Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lower anterior resection procedure, while performing anastamosis of ileum, the first stapler used did not make a complete fire and air leak test revealed leaking. Surgeon reported not feeling/hearing the normal crunch that the stapler makes when firing. The second stapler would not release from the tissue. In order to avoid further patient injury, the anvil was completely released. Portion of ileum was damaged with misfired staples. Two staplers had to be used which added time, and unplanned ileostomy had to be created to complete the case. Extended hospitalization was also noted.